Event description:
Patient contacted dexcom technical support on (B)(4)2013 to report a call tech support error message code patient experienced on (B)(4) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
The returned complaint device was visually inspected and customer complaint was confirmed. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a defective component in the receiver's printed circuit board.